Event description:
The manufacturer representative (rep) reported that the hcp told them on the date of explant that the patient (pt) had reported having issues getting their device to recharge.  The pt reported to the rep on (B)(6) 2023 that they had not tried to recharge for at least one year, so the rep was not able to interrogate the ins.  The ins was only a few years old, and the rep discussed with the doctor that it could likely be revived, but the hcp stated the pt had already consented with another doctor at their facility to replace the device, so they wanted to finish the case given the pt's history of complaining about charging difficulty.  The cause of the recharging issues were not identified. Additional information was received on 2023-nov-02. The rep reported they were first made aware of the surgery the same day as the explant procedure. The patient was not specific and really didn't remember when they first started having difficulties with their device. The pt had given up trying to charge the ins over a year ago. The rep reiterated that they informed the surgeon that the ins should still have a few years left of service, but the surgeon wanted to go ahead and replace the battery because the pt had wanted a new battery due to the difficulties recharging that they had experienced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ins serial #: (B)(6) found that the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.